Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a backup battery fault alarm and the system controller having soft audio sound was not confirmed. A review of the submitted controller event log file spanned approximately 6 days (15oct22 ¿ 21oct22 per time stamp). There were no backup battery fault alarms present in the log file. There were only routine power source exchanges present in the log. The system controller, serial number (B)(4), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. A self-test was performed and the speaker decibel level was tested on the controller from 10 cm away. The audio was noted to be within specification. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the the system controller sounds were quieter than expected. The patient's device also had low voltage alarms advising to replace the backup battery. Log files noted no alarms with the backup battery. Both sets of battery clips and the system controller were replaced on (B)(6) 2022 with resolution of the alarms.